Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring, this device was explanted. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this patient had a severe anterior leaflet chordal rupture with a prolapsing anterior leaflet. There was a lot of calcium in the anterior annulus as well as the posterior annulus given the patient's advanced age, and the attempted repair was not successful. The patient's native valve was replaced with a bioprosthetic valve.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.